Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated and was thought to be approaching elective replacement indicator (eri). Repeated attempts to interrogate were made, including rebooting the programmer. In (B)(6) 2010, the estimated remaining longevity to eri was 1 to 4 months.